Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Event description:
The customer reported via phone call that their insulin pump was died earlier. The customer¿s blood glucose level was 230 mg/dl at the time of the incident. Insulin pump was into pool water. The insulin pump will be returned for analysis.